Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced foreign matter on device cannula / needle / tubing or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "before use the IV cannula was found to be dirty."

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced foreign matter on device cannula / needle / tubing or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "before use the IV cannula was found to be dirty."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/10/2021. H.6. Investigation: bd received one samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for discolored IV with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of discolored cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause is that the cannula stayed in the hopper storage too long during the assembly process. Further processing of the part occurred with inadequate purging of the part. H3 other text : see h.10.